Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on may 9th the disposable wire broke during activation and pieces of the wire were left inside of the breast. The rep noted the basket broke and wires were left behind in the breast. The patient was listed as alive with no injury at the time of the report. The picture sent in with the report shows wires remaining in the tissue. Additional information was received from the manufacture representative (rep). It was reported a stereo-tactic table was used. The rep confirmed a piece of the wire detached from the wand and remained in the patient. The rep stated there was no pre-existing breast clips in the capture area and the breast tissue was not particularly dense. There was 12 cc of lidocaine administered. The rep stated there as 5 minutes that passed between lidocaine injection and wand activation. The rep stated the healthcare professional (hcp) did not insert the wand into the handle, then taken it out, prior to the procedure, to re-set or re-insert the wand into the handle. There were no error codes displayed. The patient noted had not any additional procedures due to the wire being left in the breast. The rep noted the information was confirmed with the hcp.

Event description:
Additional information from the manufacture representative (rep) reported they were in a legal discussion with the distributor to terminate the business, so the rep was unsure if they would return the wands. The rep noted they provide them with all the instruction and the equipment to do so. The rep noted it was difficult to communication with the distributor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.